Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damage was noted on the liquid crystal display circuit board, mother board, interface board, radio frequency board, motor, vibrator, or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 112 mg/dl. The customer stated buttons are not responding. The customer stated it was raining a little bit but she had an umbrella. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.